Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the calcified mid anterior descending artery. A 3.50mm x 12mm nc emerge balloon was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and patient condition was stable.